Event description:
The explanted device was returned to cochlear with paperwork stating the device had failed. Further information has been requested from the health care provider, but has not yet been supplied.

Manufacturer narrative:
This type of event is addressed in the device labeling.